Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced the high blood glucose. The customer's blood glucose was 586 mg/dl at the time of the incident and 372 mg/dl was the current blood glucose. High blood glucose of the customer was treated with the bolus and manual injection. The insulin pump will be returned for the analysis.

Manufacturer narrative:
The device was unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests due to completely broken reservoir tube lip. The insulin pump was received with minor scratched lcd window, broken reservoir tube lip, missing reservoir tube o ring, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, stained end cap sticker, stained address, serial number label and cracked battery tube threads. A test reservoir was installed and did not lock in place due to complete broken reservoir tube lip.